Manufacturer narrative:
G4:(B)(6)2021 b4:26jan2021 the customer called into philips to request the part information for a user interface assembly due to the system being down. Multiple good faith efforts were made to obtain information regarding device malfunction details, evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12jan2021.

Event description:
The customer called into philips to request the part information for a user interface assembly. The device was not in use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse provided the customer with the requested part information.